Manufacturer narrative:
Concomitant products: product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8709, serial # (B)(4), implanted: (B)(6) 2004, product type catheter. (B)(4).

Event description:
The ptm (personal therapy manager) showed an 8474 code indicating that a pump reset had occurred. When the pump was interrogated, it indicated that it was in safe state. A low battery reset had occurred on (B)(6) 2015. The patient had no symptoms related to the event. The device system was delivering fentanyl, clonidine, and bupivacaine. The interventions were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.